Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: tkr. The metal casing for one of the optional fixation pin holes came loose from the jig. Outcome satisfactory, no adverse event to patient. No further information is available. No product was returned hence the complaint could not be confirmed. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance per sep 419. Addendum added 09 nov 2016 . Conclusion and justification status: the complaint states the metal casing for one of the optional fixation pin holes came loose from the jig. Outcome satisfactory, no adverse event to patient the investigation confirmed the failure mode as reported. The trend of complaints related to the inversion of the bushing and the disassociation of a number of these bushings has led to the initiation of corrective and preventative action (B)(4) at depuy. As part of this CAPA the use of visual guides and 100% visual inspection have been implemented at the vendor to reduce the likelihood of inserting the pin bushings in the incorrect orientation in the future the complaint shall be closed as under CAPA entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal casing for one of the optional fixation pin holes came loose from the jig. Outcome satisfactory, no adverse event to patient.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: tkr. The metal casing for one of the optional fixation pin holes came loose from the jig. Outcome satisfactory, no adverse event to patient. No further information is available. No product was returned hence the complaint could not be confirmed. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance per sep (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.